Manufacturer narrative:
Updated fields: h3, h6 and h10. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. Via environmental monitor the device experienced no growth. The insertion section with a blood agar culture plate experienced growth of positive rods, but a quality sequence could not be obtained. The instrument/suction channel with a blood agar culture plate, grew staphylococcus epidermidis (100.0 percent similarity) and staphylococcus pasteruri (99.85 percent similarity). Another sample of the instrument/suction channel with a blood agar culture plate observed growth of negative rods, but there were not a sufficient amount of organism for a successful genetic identification. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of positive culture was confirmed. In addition, there was a small cut on switch five. There were multiple scratches in the channel. The plastic distal end cover had dents and scratches. The distal end cover glue was deteriorating around the lenses. The objective lens had tiny chips on the edge not affecting the image. The objective lens was missing glue. The bending section cover glue was cracking. The insertion tube was snaky. The light guide tube had chemical damage. There was air coming out of the bending section cover glue during a leak test. There were surface scratches and tear marks on the wall of the biopsy channel. There were scratches through the remainder of the biopsy channel. The borescope was reinserted into the suction channel and there were kinks and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An endoscopy support specialist (ess) was dispatched to the customer location and performed a repair reduction and reprocessing observations. It was noted that the sterile processing department (spd) did leak testing and manual cleaning. The reprocessing personnel was retrained in accordance with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the exact cause of the scope testing positive. However, the same bacteria was detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope sampling was due to an annual culture after patient use per facility protocol. The subject device was cultured 3 times and 5 different bacteria were present; of which the last culture had a high concern bacterium. On (B)(6) 2023, the working channel tested positive for 1-10 colony forming units (cfus) (high concern, low quantity) of stenotrophomonas maltophilia, 1-10 cfus (low concern, low quantity) of bacillus species, not anthracis, and 10-10 cfus (low concern, low quantity) of brevibacterium casei. On (B)(6) 2023, the working channel tested positive for 1-10 cfus (low concern organism, low quantity) of staphylococcus epidermidis. On (B)(6) 2023, the working channel tested positive for 1-10 cfus (high concern organism, low quantity) of enterococcus casseliflavus. The scope was cultured by using a flush-brush-flush sampling and then sent to the lab. The scope was reprocessed on (B)(6) 2023. The device was not used on a patient with a known infection of the same microorganisms. After testing positive for contamination 3 times, the scope was quarantined between samples. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer provided the cds process stating that precleaning was performed immediately after the procedure. The following pre-cleaning steps were performed: stiffener "off", wipe outer scope surfaces with sponge impregnated with enzymatic detergent (first step by cygnus, 500ml bag), suction the 500ml enzymatic detergent (minimum 10 seconds per IFU - in reality it surpasses the 10 seconds), suction air 10 seconds, attach air/water channel cleaning adapter (air flow on high and co2 off) -depress button on adapter x 10 seconds, then release button on adapter x 10 seconds, auxiliary water channel: water speed to maximum, depress footswitch to flush with water x10 seconds, and turn off processor & light scope before removing scope. The endoscope is being leak tested prior to manual cleaning using an olympus leakage tester (mu-1). Cleaning detergent: endozime aw plus by ruhoff and disinfectant: rapicide pa, parts a & b by medivators are the cleaning and disinfectant solutions used on endoscopes. The minimum effective concentration was checked for each reprocessing cycle. The automated endoscope reprocessor (aer) used is the medivators advantage plus (sn# (B)(6) ). The endoscope channel is being brushed manually utilizing olympus: bw-412t (single-use) or boston scientific: hedgehog #sbb-382 (single-use). The device was stored in an endodry drying cabinet. Olympus is the maintenance company. There have not been any changes in the facility¿s reprocessing personnel since the last on-site visit ((B)(6) 2023) by an olympus endoscopy support specialist. All reprocessing personnel are trained to properly reprocess an endoscope. On (B)(6) 2023, the aer underwent a machine recovery process by medivators/steris due to a series of positive endoscope cultures. The subsequent cultures were negative. The last annual preventative maintenance on the aer was (B)(6) 2023. The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.